Event description:
Ultimately interpreted conservatively that this was valve thrombosis of the on-x aortic valve prosthesis. Per aats/sts guidelines, and iso 5840, valve thrombosis is a valve-related, expected event. Valve was originally returned to onxlti with no information on the event, or patient condition/symptoms, or diagnostics. Attempts to get the information were unsuccessful. Event occurred post-operative, late (6 months). Patient believed to have been re-operated and ultimately recovered. Event occurred at hospital in (B)(6).

Manufacturer narrative:
Requested assistance from pathologist service to determine why it might have been explanted. Microscopic examination revealed fragments in cuff of fibrinous tissue with admixed neutrophils. Some tissue was necrotic possibly secondary to lack of fixation. No neoplasm identified. Gross description: leaflets move freely. No obstructing tissue identified. Scant adherent tan soft tissue is noted within the sewing cuff, and 2.0x1. 4x0.3cm free-floating aggregate of tan soft tissue/debris. Ultimately interpreted conservatively that this was valve thrombosis of the on-x aortic valve prosthesis.